Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Labeling review finds the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The patient stated they just realized they connected to the hc during the initial drain and received the alarm. The technical service representative (tsr) assisted the home patient (hp) and explained the alarm. The tsr advised the hp to start over with new supplies. Product surveillance contacted the nurse on (B)(4) 2011. The nurse stated that the patient had not contacted the clinic regarding the event, however, they would follow up with the patient. They had heard from the patient this morning and the patient was doing fine with therapy. Product surveillance contacted the patient on (B)(4)2011. The patient verified that there were no holes, leaks, or defects in the supplies. The patient stated that he discarded supplies and started over with new ones. There have been no issues since. There was no patient injury or medical intervention associated with this event.